Event description:
I received electroconvulsive shock treatments -approx 48 bilateral in a period of about 1 year - 2006/2007. My diagnosis was clinical chronic depression recurrent -2001-2009. I refused ect treatments when offered. While on a 72-hr involuntary hold, I was coerced to accept ect. Two psychiatrists attested to having reviewed my medical files and rendered the professional opinion that ect was the least invasive form of treatment for a drug-resistant depression such as mine, for I had been prescribed all available medications to no avail. I was assured an 85% chance of recovery. I was informed that lapses in memory were experienced by some, and informed this was only temporary. All of this was untrue. When my psychiatrist retired, I was assigned to a younger psychiatrist. He had read my file. He proposed meds I had never been given before - turns out there is a lot of them. I thanked him for caring and trying despite my being "drug-resistant." One week later, my depression started to lift. That was 19 months ago and I remain "depression-free." Sadly, the ect treatments injured my brain. Memory loss turned out to be permanent. Memory function - cognitive abilities - motor skills - speech - gravely impaired. My law degree and undergraduate records say summa cum laude, highest departmental honors, dean's lis, woman of the year. That is not me anymore. I once taught law students. My writings were published. I was a speaker at conferences. I translated books for a major publishing company. I handled a caseload of 300 files. And I volunteered. I had my own radio show. Clinically depressed and under the influence of psych meds, my mind remained intact. Brilliant. Outstanding. Privileged. Today, I don't recognize 85% of the entries in my phone book. Former students call seeking advice or recommendations, and I don't know them. The materials I taught - the books I wrote - I'm unable to understand their content. Worst yet, I can't re-learn them. And I wrote them and taught them to law students three years ago. (B)(6). I don't work anymore. Dose or amount: bilateral; approx 48 treatments. Frequency: 2-3 x's/wk - tapers. Route: intracerebral. Dates of use: varied, (B)(6)2006-(B)(6)2007. Diagnosis or reason for use: chronic clinical depression; drug-resistent. Event reappeared after reintroduction: yes.